Event description:
As stated by the customer (B)(6): two nurses moving the pt back to his bed. The hoist tipped dropping the pt onto the bed with no injury. One of the nurses has a swollen foot and the other finished up on the floor with the hoist across her chest. Both staff members are off sick as a result. (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment (B)(4) in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment (B)(4) in (B)(4) on behalf of our sales and distribution company in the USA, (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation. (B)(4).